Event description:
Customer called to report that the insulin pump was damaged during a vehicular accident. The physician treated customer with high doses of insulin. The blood glucose reading was over 300 mg/dl. The customer was hospitalizated for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.